Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to clinic feeling muscle stimulation. The pulse generator exhibited backup vvi mode. The device was explanted and replaced due to normal elective replacement indicator.

Manufacturer narrative:
Final analysis found that the product code was corrupted which contributed to the reported backup anomaly. After a software download, it was noted that the device battery had reached normal elective replacement indicator.